Event description:
Philips received a complaint about the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen was not responding but could be calibrated. The touch position would begin to drift immediately following the calibration. The rse provided the customer with part information for the touchscreen so that a replacement could be ordered.

Manufacturer narrative:
In a good faith effort (gfe) response received from the customer, it was confirmed that a replacement touchscreen had been ordered, received, and replaced. The touchscreen issue was confirmed to have been resolved with part replacement. The device was confirmed to have been returned to full functionality and has been returned to use. The customer also confirmed that the replaced touchscreen would be returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.